Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call to have received a failed battery test alarm. Customer's blood glucose was 259 mg/dl. She said that she changed her battery and received the failed battery test alarm. During troubleshooting, the pump alarmed with replace battery now alarm. She was not able to continue with troubleshooting because she needed to go and buy new batteries. The pump will not be returned for analysis.